Event description:
It was reported that the device had a crack in tube and was overheating. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted contamination on the board. Through functional testing the root cause was determined to be from the return tube that leaked onto the main board. The main board was replaced. The device then passed all functional tests.